Event description:
Covidien has received a report of a n-550 with no audio. Customer stated that there was no patient harm.

Manufacturer narrative:
Covidien has received the device and investigation is pending.